Event description:
"The handpiece is heating up - area is marked with red tape" - is stated on the repair order. On follow up conversation with the hospital, reporter said that there was no patient injury, and no delay in surgery. The attachment heat up, but no problems occurred. The surgeon had to slow down a little, which was no hindrance. Case was completed.